Manufacturer narrative:
The ge rep conducted an onsite investigation. The sata hard drive cable on the gpos was replaced. The fuses on the backplane and the boards and the connectors in the workstation were reseated. The reset configuration was changed. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system would not boot up. No pt injury was reported.